Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 months, 15 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted on (B)(6) 2018 after complaints of dizziness and light-headedness with black, tarry stool. Patient received one unit of packed red blood cells (prbc) at an outside hospital before being transferred to the site. Patient received another unit prbc upon arrival to site. On (B)(6) 2018, patient underwent esophagogastroduodenoscopy (egd) or upper gi endoscopy which revealed gastric erosion with oozing status post argon plasma coagulation. Duodenal arteriovenous malformation (avm) noted. The event was reported as resolved and the patient was discharged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support with no further bleeding related issues. No product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. This type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.